Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on (B)(6) 2021. The manufacturer received x-rays and other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and underwent a revision surgery due to ceramic head fracture. The patient had a fall.

Event description:
Investigation result are now available.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient was implanted on (B)(6) 1999 and underwent a revision surgery on (B)(6) 2021 due to ceramic head fracture. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function post-operatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: a total of 3 photos of radiography with an ap pelvic view were submitted. Due to the low resolution, the image quality is poor. Nevertheless, the fracture of the head can be confirmed from the images. Three larger fracture fragments can be seen lateral to the femoral neck. In addition, several smaller fracture fragments can be seen lateral to the femoral stem. Images: a photograph showing the handwritten report from the emergency department from (B)(6) 2021 has been received. However, due to the handwriting, not all words and sentences could be made out. Based on the legible parts, the patient had 2 falls in the past month. The last fall happened while changing the pants. The patient tripped and fell. After the fall, the patient had severe right hip pain, limited mobility and a limp. Other documents received do not contain relevant additional information. 3. Product evaluation: no product was returned; therefore, visual evaluation could not be performed. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed as not all involved devices are known. DHR review: the device history records could not be reviewed because the lot number is unknown. 5. Conclusion: it was reported that the patient was implanted on (B)(6) 1999, and underwent revision surgery for a ceramic head fracture on (B)(6) 2021. Based on the radiography, the reported head fracture can be confirmed. According to the emergency department report, the patient had 2 falls before the findings, after which she had hip pain, limited mobility, and a limp. Further medical records, which include detailed information about the time between 1999 and 2021, were not obtained. The investigation did not identify a non-conformance or a complaint out of box (coob). It is possible that the patient's falls caused or contributed to the head fracture. It is however not possible to find an exact cause on the basis of the information given. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: shell porous without holes 50 mm o.d., catalog#: 00620005021, lot#: unknown; liner 28 mm i.d. For use with 50/52/54 mm o.d. Shells 10 deg. Elevated rim, catalog#: 00611005028, lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and underwent a revision surgery due to ceramic head fracture.